Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was manufactured over 6 years ago, it is likely that the defect in the image occurred due to the cable unit broke down due to long time use or device age deterioration. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Evaluation of the device confirmed the reported issue. The image was found flickering due to faulty ccd (charged couple device). In addition, the device failed leak test due to puncture cable. Based on evaluation findings the reported failure was due to faulty ccd and was attributed to electronic component failure. The device was returned unrepaired as the customer declined the repair. If additional information becomes available this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
It was reported that during preparation for use the device image on the monitor is not projecting as it should. There was no patient involvement on this event. No user injury reported.